Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed for it. During inspection, olympus did not confirm the reported event, error code e333. In addition, the following non-reportable malfunctions were found during the device evaluation minor dust inside the unit. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the video system center displayed an e333 touch panel error due to the front panel not working. The issue was found during the therapeutic cholecystectomy procedure, and it was completed using the same set of equipment. The processor functioned, however, the interface touch screen did not function. After the procedure, the e333 touch panel error did not occur. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.